Manufacturer narrative:
This report is submitted on sep 12, 2019.

Event description:
Per the surgeon, there was a loss of osseointegration of the implant. The abutment site was treated with a topical antibiotic. No infection noted.